Manufacturer narrative:
No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided. The initial reporter contact detail (e1) was not provided.

Event description:
A health care professional (hcp) from netherlands called on behalf of the customer to report that the customer obtained blood glucose readings of 0.8 mmol/l at 8:47 p.m. And 16.7 mmol/l at 8:48 p.m. With the contour meter. There was no allegation of an adverse event. The hcp was advised to return the device for evaluation. A replacement meter kit was sent to the hcp.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour meter and in-house contour test strips from lot # 3hj3f01a using a blood sample, which gave a satisfactory performance.